Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting on behalf of hospira.

Event description:
The event was reported by a customer from (B)(6): pump # 10 was installed yesterday at (B)(6) and it alarmed occlusion with a butterfly 25 1/2 in (what we use with hypodermoclysis). Nurse (B)(6) should have put a 23 calibre for this function (its a large calibration for hypodermoclysis) after the death this morning dr (B)(6) was not able to turn off the pump, it would turn on by itself all the time. They had to remove the battery to have it finally turned off. Delay in therapy: yes. Need for medical intervention: yes. Serious injury or death: yes. Details: unk(stated death, but no info if it is related to the pump issue). Human harm: yes. Details: nurse (B)(6) should have put a 23 calibre for this function (its a large calibration for hypodermoclysis) after the death this morning. Additional information: "it is my understanding that the death is not related to the pump."